Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak). (Unknown cause of endoleak). Evaluation, conclusion: (unknown cause of endoleak).

Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of a 8.1 cm in diameter abdominal aortic aneurysm. The aortic neck was 20-21 mm in diameter and 31.5 mm long with 58 degree angulation. Vessel tortuosity and calcification was unremarkable. After the endurant bifurcated stent graft was deployed without issues, a type IV endoleak/blush was seen on the final angiogram, near the crotch of the bifurcation on the right/contralateral side of the main body. There were good seals proximally and distally. The main body was reballooned, and the endoleak was a little less but still present. No intervention was performed, and the patient will be monitored by the physician. No clinical sequelae were reported, and the patient is fine.